Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer¿ ultratouch" push button blood collection set the needle failed to retract and separated from the holder. There was no user or patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract and then the needle broke off. After lab sample was obtained, rn pressed the safety release button on the vacutainer collection set and the needle did not retract back into the collection set. The needle instead broke loose and rolled off of the patients arm onto the table next to her. Neither nurse nor pt was harmed. Rn had to pick up used needle and place into the red bin.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set the needle failed to retract and separated from the holder. There was no user or patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract and then the needle broke off. After lab sample was obtained, rn pressed the safety release button on the vacutainer collection set and the needle did not retract back into the collection set. The needle instead broke loose and rolled off of the patients arm onto the table next to her. Neither nurse nor pt was harmed. Rn had to pick up used needle and place into the red bin.